Event description:
A report was received that the patient's ipg was not holding a charge. The physician explanted the patient's old ipg system and re-implanted a new ipg and paddle lead. The new ipg was also relocated from its original implanted area due to a new thoracic spine pain (not device related). The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The reason for the erratic coupling is unknown. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient's ipg was not holding a charge. The physician explanted the patient's old ipg system and re-implanted a new ipg and paddle lead. The new ipg was also relocated from its original implanted area due to a new thoracic spine pain (not device related). The patient is reportedly doing well following the procedure.